Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they received a motor error and a button error alarm. The blood glucose reading is unknown.

Manufacturer narrative:
No button error alarm was noted. The insulin pump had no button response due to corroded keypad traces. No error alarms could be tested due to the unresponsive buttons. The insulin pump had a cracked case at the display window corner, cracked battery tube threads, and a cracked reservoir tube lip. The motor was tested outside of the device and passed.